Event description:
Crd_946 - triluminate pivotal patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with tricuspid regurgitation (tr) grade 3, type iiib anatomy (2 posterior leaflet). Two triclips were successfully implanted, reducing the tr to trace. On (B)(6) 2024, the patient had been hospitalized with worsening of pre-existing heart failure with symptoms of ascites, and dyspnea. Per imaging, a pleural effusion was noted. Medications were provided as treatment. Per physician, the heart failure event was unrelated to the triclip device. On (B)(6) 2024, during the hospitalization, worsening tr was noted. Medications were provided as treatment. Per physician, the recurrent regurgitation was possibly device related. There was no device malfunction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tricuspid regurgitation was unable to be determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.